Event description:
During decortication with #1 ilium decorticator, surgeon was too aggressive with deployment and torque applied to the instrument. Result was breaking the cutting element and subsequently leaving the broken piece in pt.